Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. There were no patient medical records and limited patient images available for review. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Potential contributing factors to the reported event include off label use.

Event description:
On (B)(6) 2016 the patient had an open repair procedure and the devices were explanted. The patient is stable.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient had an initial procedure on (B)(6) 2013 with a bifurcated and an infrarenal aortic extension. Subsequently, the physician noted an endoleak type 3b. Physician implanted a suprarenal aortic extension to correct the issue, but the leak persisted. Physician performed a second procedure percutaneously and deployed coils closest to where the endoleak was found. Patient is now in stable condition and asymptomatic.